Manufacturer narrative:
The system was examined. The company representative was unable to replicate any issue related to the reported event the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2012. Based on qa assessment, the product met specifications at the time of release. Root cause the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the system stopped working in the middle of the procedure. The system could not be re started. The case could not be completed. Additional information has been requested, but has not been received to date.